Manufacturer narrative:
Batch review performed on 19 april 2017. Lot 164609: (B)(4) items manufactured and released on 09 november 2016. Expiration date: 2021-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Upon final implantation of the stem, the patient fractured. The surgeon cabled the fracture. The stem was left in place. The surgery was delayed approximately an hour. The surgery was completed successfully. X-rays are not available.